Manufacturer narrative:
Concomitant medical product: product ID: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing of atrial arrhythmias led to detection of ventricular fibrillation (vf) and inappropriate anti-tachycardia pacing. It was further reported that there were high thresholds on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.